Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The date of death was not reported. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. On an unknown date, dianeal therapy was discontinued. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.